Event description:
It was reported that "the line had a small slit and was leaking". As a result, the catheter was removed and a new one was inserted. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The report of a leaking catheter was confirmed through complaint investigation. Visual analysis revealed a hole on the catheter body. During functional analysis, leaking was observed from this hole when flushing the blue medial extension line. The edges of the hole were smooth and appear consistent with damage due to contact with a sharp instrument. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review based on sales history did not reveal any relevant findings. Based on the customer report that the damage was observed while in use and the appearance of the damage, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the line had a small slit and was leaking". As a result, the catheter was removed and a new one was inserted. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.